Event description:
Flowstar needleless connector loosened on 1 port of triple lumen uvc. Blood backed up from line and pt bled from site. IV fluids and albumin were administered. The pt was intubated and rec'd a blood transfusion. Infant was born prematurely.